Event description:
An optometrist reported a case of bilateral "haze versus scarring", observed at six months post photo refractive keratectomy (prk). Reporter indicated the patient was started on treatment for haze with topical steroid eye drops. Patient noted as reporting good vision and no discomfort. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).